Event description:
The customer reported that the unit of measurement setting of their freestyle flash meter changed. There was no report of death, serious injury or mistreatment. The customer's meter has been returned, and an investigation is underway.

Manufacturer narrative:
Complaint is confirmed. Performed investigation upon returned meter. Memory overwrite was observed. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.